Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone prep the metal irrigation clip broke free of the plastic clip holding it to the hd long and had to be secured with steri-strips. Pka case delayed less than 5 minutes. Product was thrown out and no pictures were taken; lot information is not available.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the irrigation clip broke. Product history review not performed as lot # was not provided. A review of complaints related to p/n 111690, lot 0 shows no additional complaint(s) related to the failure in this investigation. Visual inspection could not be performed because the product was not returned. Dimensional inspection could not be performed because the product was not returned. Material analysis could not be performed because the product was not returned. Functional inspection could not be performed because the product was not returned. It was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened. Device not returned.

Event description:
During bone prep the metal irrigation clip broke free of the plastic clip holding it to the hd long and had to be secured with steri-strips. Pka case delayed less than 5 minutes. Product was thrown out and no pictures were taken; lot information is not available.